Event description:
Based on medical records provided by the pt's attorney. On (B)(6) 2001, pt underwent repair of a large incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2002, pt underwent exploration of anterior abdominal wall wound and placement of wound vac. The skin and subcutaneous tissue, muscle layer and part of the mesh was debrided. On (B)(6) 2003, pt underwent repair of a large incisional hernia with composix kugel mesh. There was no mention of the previously placed composix kugel mesh in the operative report. On (B)(6) 2003, pt underwent debridement of anterior abdominal wall area of skin necrosis. Mesh from a previous repair was noted. On (B)(6) 2003, pt underwent debridement of wound on anterior abdominal wall and replacement of a non-bard graft. It was noted that a segment of "kugel mesh" was excised during this procedure. It is unclear which composix kugel mesh this piece was excised from. On (B)(6) 2003, pt admitted for postop wound drainage. A wound vac was placed and IV antibiotics were administered. On (B)(6) 2004, pt underwent split thickness graft of the complex wound of the anterior abdominal wound.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the device may have caused or contributed to the reported event. This is an obese pt who is a smoker and has a history of previous hernia repair surgery. It was noted during her (B)(6) 2003 hospital admission that the micro workup to date has been inconclusive, also noted was "there is some mild gram positives of cocci on one sample, further cultures are pending." While there were no culture or microbiology reports included in the medical records provided to confirm or deny the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was also indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2001, was reported to the FDA in accordance with rae (B)(4).